Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). The patient stated that her device shifted or was implanted in the wrong spot. She stated it ended up in the middle of her butt and was uncomfortable. It was removed due to being old and the patient not being able to have an MRI. The device was removed on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.